Event description:
User experienced a leak under the analyzer that flowed into the walking path. No one has been injured, and no patients were affected due to the issue. The field service representative determined the cause to be tube #2 on the rinse mechanism and replaced the tubing kit. He also noted he adjusted the water pressure. Performance tests were performed.